Event description:
A 1000 IV pump, delivering tpn, was set at 7cc/hr, the next time the pump was evaluated it was delivering 60cc/hr. Delivered 53ml (cc) vs 7 cc ordered. IV pump was cleared and reset for 7cc's and within 15 minutes the pump was delivering 1.8 cc/hr. Pump sequestered for 3rd part opinion and MFR.